Event description:
It was reported that the customer was hospitalized for high bgs. The cause of their admission was unknown. In addition, the customer did not provide the model number or the serial number of the pump at the time of call. Troubleshooting was performed. The programming and histories on the pump were not accurate. Instructed the customer to remove the reservoir and rewind to correct the concentration. Explained to the customer the impact of incorrect programming on bgs.